Manufacturer narrative:
(B)(4).

Event description:
It was reported lead noise was observed on the atrial channel from a remote merlin transmission. The low level noise occurred after the gain atrial channel was increased. The patient did not report any symptoms. The recommended programming changes were not completed. The physician planned to just monitor the patient. The patient condition is well.